Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant low result for 1 patient tested for elecsys hcg + b (hcg + b) on a cobas e 411 immunoassay analyzer. The initial result was <0.100 miu/ml with a data flag. This result was reported outside of the laboratory where it was questioned by the patient, as the result did not match the results from a urine colloidal gold test. The repeat result was 156.6 miu/ml with a data flag. This result was believed to be correct. The hcg + b reagent lot number was 55103603. The expiration date was not provided.

Manufacturer narrative:
The field service engineer (fse) did not identify any instrument issues. The customer is using 13 mm sample tubes with no sample disk tube adapter (sdta). Product labeling states: "not using a 13 mm sdta with 13 mm tubes or incorrect use of a 13 mm sdta may cause incorrect results or errors. Always use 13 mm sdtas with 13 mm tubes." The sample/reagent probe is not cleaned daily. Product labeling indicates the sample and reagent probe should be cleaned every day. The customer is not replacing pinch valve tubing. Product labeling indicates pinch valve tubing should be replaced every month or every 2 months depending on the instrument mode. The investigation determined the event was consistent with a sample pipetting issue related to not using a rack adapter, not cleaning the sample/reagent probe and not replacing the pinch valve tubing.

Manufacturer narrative:
The field service engineer (fse) did not identify any instrument issues. The customer is using 13 mm sample tubes with no sample disk tube adapter (sdta). Product labeling states: "not using a 13 mm sdta with 13 mm tubes or incorrect use of a 13 mm sdta may cause incorrect results or errors. Always use 13 mm sdtas with 13 mm tubes." The sample/reagent probe is not cleaned daily. Product labeling indicates the sample and reagent probe should be cleaned every day. The customer is not replacing pinch valve tubing. Product labeling indicates pinch valve tubing should be replaced every month or every 2 months depending on the instrument mode. The investigation determined the event was consistent with a sample pipetting issue related to not using a rack adapter, not cleaning the sample/reagent probe and not replacing the pinch valve tubing.